Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead capture threshold had increased and was intermittent. The lead was capped and replaced on (B)(6) 2017. Patient was stable before and after the procedure.